Manufacturer narrative:
The device was out of warranty. The customer determined the power pca was faulty.

Event description:
The customer reported the device showed an ECG malfunction during op check. There was no patient involvement.

Manufacturer narrative:
The serial number has been updated from not-provided to (B)(4). .